Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was dropped by the user, resulting in a cracked screen and loss of function; a replacement device was arranged. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention and no hospitalization, with the user confirming availability of backup therapy. Investigation included troubleshooting and user education conducted remotely. Investigation of this device revealed damage consistent with accidental impact to the display hardware, with no associated alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.